Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic torn, and fibers on lens surface. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting (vault value of 1200 micrometers). The patient experienced a pupil block (with elevated iop). The patient also experienced an enlargement of pi or addition of new pi (surgical). The lens was exchanged for a shorter lens and the problem was resolved.